Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer (lm) investigation. Please see the updates in sections: d8, g3, h2, h4, h6 and h10. The legal manufacturer (lm) reviewed the content of this complaint for further investigation. The legal manufacturer reported that the unit was delivered to the customer on (B)(6) 2017. The legal manufacturer provided the following possible cause for the reported event were as follows: the legal manufacturer determined that the phenomenon was caused by the failure of charge-coupled device (ccd) unit. The legal manufacturer reported that since the phenomenon was reproduced on the quality inspection report (qir) it was assumed that this phenomenon occurred when the ccd unit failed due to an impact such as the user dropped the device, and the image was no longer displayed. The legal manufacturer reviewed the contents of the instruction manual and confirmed that the description of the reported phenomenon was addressed. The legal manufacturer referred to the sections that addressed ccd unit malfunction and cable twist. The legal manufacturer reported the following are described in the instruction manual and may have prevented the ccd malfunction and cable twist. Ccd malfunction: "do not drop the camera head or allow it to strike other objects. Strong impacts could damage the electrical circuits inside the camera head." Cable twist: "never excessively bend, pull, twist, coil, squeeze, or crush the camera cable." As a result of confirming the device history record, it was confirmed that there were no abnormal in manufacturing, special adoption, and unevenness.

Manufacturer narrative:
The unit was returned to the service center for evaluation. The customer¿s complaint of ¿it¿s a camera and it¿s not working¿ was confirmed. No image was displayed on the camera head due to a faulty charge-coupled device (ccd). In addition, kinks were noted in the unit¿s cable. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, the camera did not work. There was no patient involvement reported. In addition, during estimations the unit was found to have no image.